Event description:
It was reported that stent dislodgement occurred. The 95% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. Following pre-dilation with a 2.0 x 15 non-bsc balloon catheter, a 2.50 x 24mm synergy xd drug-eluting stent was advanced for treatment. However, due to resistance, the device failed to cross the lesion. The device was removed safely from the patient, but when the stent status was checked post procedure, it was detached from the balloon accidentally. The procedure was completed with a different device. There were no patient complications reported and the patient was stable post procedure.

Manufacturer narrative:
Device evaluated by MFR: synergy xd mr ous 2.50 x 24mm stent delivery system was returned for analysis. The device was returned the stent detached from the balloon. The stent outer diameter at the time of manufacturing was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. Crimp markings were evident on the exposed balloon. A visual examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.